Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was offline in remote smart service (rss). A field service engineer (fse) had to reboot the station to access the desktop, then navigate to the control panel¿network and internet. The speed and duplex of the network were adjusted to auto negotiation. The device was then booted back to the station app, allowing the network data to sync to catch up and bring the system back online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was offline in remote smart service (rss). The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.